Event description:
This is a lay press (local newspaper) case report received from a female consumer of unspecified age in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted in 2011 for sterilization. The placement proceeded with difficulty. The gynecologist had trouble going through the cervix. The patient nearly fainted because of the pain. Half a year after procedure, consumer developed lower back pain, was very tired and became forgetful. She felt like having cotton wool in her head. She put memo sheets on the tables mentioning all the things she had to do or had to remember. The complaints worsened progressively. Especially walking on high heels was painful. Patient regularly used painkillers. Trying to live healthy did not give her back her energy. Essure and oviducts were removed in (B)(6) 2015. This instantly resolved the back pain. Her energy was also gradually coming back. Follow-up will not be possible. Product technical complaint (ptc) investigation result received on 09-oct-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by (B)(4) and older cases received by conceptus with similar events coded in (B)(6). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(6) preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(6) pt. Company causality comment: this non-medically confirmed, lay press case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. This event was considered serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event half a year after essure insertion procedure. She had her oviducts and essure removed and back pain resolved instantly. Given a positive temporal relationship and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information will not be possible.